Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery charged from 5% to 95% within 10 minutes. The pump battery then fully depleted from 95% and shut off later that night. Customer reported blood glucose level was not impacted. The customer stated they began using manual injections as insulin therapy following the shutdown and will continue until the pump replacement is received.